Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a patient who underwent a total knee arthroplasty on an unknown date is being monitored for tibial tray loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920 - 2017 - 00438.